Event description:
Related manufacturer reference number: 1627487-2020-30431. Related manufacturer reference number: 1627487-2020-30432. It was reported that the patient's scs system was explanted on an unknown date.

Manufacturer narrative:
Previous report of inoperable ipg was not attributed to an abbott product. The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg is inoperable. External products are unable to connect to the ipg. Surgical intervention is expected to address the issue.